Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited rv post paced t-wave oversensing. Programming changes were performed. The patient is in stable condition.